Manufacturer narrative:
The user was unable to return the device or similar devices from the same lot. We evaluated parts from other lots and determined that the were in conformance with all specifications including dimensions, hardness, and sharpness. To further our investigation, samples from other lots were returned to our supplier for additional investigation. Our supplier also concluded that the returned devices are in conformance with all specifications. Based on this information, this can been seen as the final report. If additional information is received that alleges additional patient involvement or need for corrective actions, a follow up report will be submitted. There has been a total of (B)(4) boxes of 10 (45,560 blades) sold of all lots since 2012 with five complaints recorded for 12 blades. (B)(4).

Manufacturer narrative:
We are continuing to try and get the parts back that were damaged and parts from the same lot to evaluate. This complaint is still under investigation. (B)(4). A follow up report will be submitted once we have additional information to report.

Event description:
While using the karlin blade the tip of the blade broke off and the surgeon had to decompress the area more than planned to retrieve the tip of the blade. The tip was retrieved with no harm to the patient.